Manufacturer narrative:
(B) (4).

Event description:
It was reported that impedance measurements on the pt's device were >4000 ohms on some of the bipolar leads. She had no stimulation sensation on the same lead combinations. The physician was able to get stimulation for the pt on the lead combinations that were less than 4000 ohms, but it was in the wrong location and was uncomfortable. Further info was requested from the healthcare professional.